Event description:
During review of a patient's vns programming history, it was noted that on (B)(6) 2010, the initial interrogation was 0.5ma/30hz/500pulsewidth/30sec on/5min off at 12:00:41 am. A systems test was performed at 12:02:24 am which was ok/ok/3/no. An interrogation was then performed which resulted in 1ma/20hz/500pulsewidth/30sec on/60min off. The settings were corrected except for the off time, which remained at 60 minutes until it was corrected on (B)(6) 2010.

Manufacturer narrative:
Analysis of programming history.